Manufacturer narrative:
Zimmer biomet complaint (B)(4). Device was not returned.

Event description:
It was reported that an unknown zimmer screw fractured inside the implant. Implant was removed.

Manufacturer narrative:
The unknown zimmer screw was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review could not be performed without relevant item and lot information. April post market trending was reviewed and there were no negative trends or corrective actions for the reported event(s) (screw fracture) or device(s) (zimmer screws). Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable. A definitive cause could not be identified. However, it can be associated to inadequate instructions for use.

Event description:
No further event information available at the time of this report.